Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of her infusion device do not respond each time when pressed. She discovered the issue a couple of months ago while attempting to bolus. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.